Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the batteries for the system were burned. The representative then reported that the x-ray and motion batteries along with charger board 1 and 2 were replaced. It was noted that the motor charger and over voltage tank of the imaging system required replacement, but confirmation of the replacement has not been provided. The suspect x-ray batteries, motion batteries, battery chargers 1 and 2 have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, a noise was emitting from the charger board of the imaging system when performing x-ray image acquisitions. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction:the imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Manufacturer narrative:
The pendant, battery charger 1 and battery charger 2 were returned to the manufacturer for evaluation. Testing found that the components functioned as designed and the reported issue could not be replicated. The motor battery charger for the imaging system was returned to the manufacturer for evaluation. Testing found that the voltage output from charger b on the unit was higher than specifications. If information is provided in the future, a supplemental report will be issued.